Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman cv catheter. During flushing, the lumen of hickman line was allegedly found ballooning on distal end. It was further reported that the patient required additional medical intervention and the catheter was replaced. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman cv catheter. During flushing, the lumen of hickman line was allegedly found ballooning on distal end. It was further reported that the patient required additional medical intervention and the catheter was replaced. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one video was provided and one 7fr hickman d/l catheter was returned for evaluation. The video shows a partial view of the catheter implanted into the patient body. A physician was noted to be injecting fluid from the blue luer end and ballooning can be noted near the hub area. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The tissue cuff was intact and had residue throughout. A longitudinal split was made throughout the catheter clamping sleeve where the ballooning was observed for further investigation. Upon split created, the clamping sleeve was inspected within, and the proximal end of the inner lumen was observed to have a complete circumferential break with granular surface. Therefore, the investigation is confirmed for the reported stretched, material protrusion issues and identified fracture and material separation issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.